Event description:
The user reported that an alimaxx esophageal stent was in place for a little over eight (8) months for a benign anastomotic stricture. The pt had a partial gastrectomy. During routine esophagogastroduodenoscopy (egd) it was discovered the cover had eroded in places and the removal suture was missing. The stent was removed with rat tooth forceps in one piece. The stricture had resolved. No reports of belching or vomiting, but coughing up blood was reported. Some bleeding during removal was reported but noted the bleeding was not remarkable. No harm or injury reported. The pt has been placed into a hospice care ctr, add'l info is not available.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The reporter did not indicate if this was the initial use of the device. A review of the device history record and complaint database could not be performed as no lot number was provided. The noted implant date is a best estimate as the specific date implanted was not provided. The returned device was examined visually. The complaint was confirmed. The polymer coating exhibited typical signs of chemical attack, likely caused by gastric fluids as the stent was placed to treat an anastomotic stricture after a partial gastrectomy. The device was partially fractured in the middle (likely caused during removal). The proximal suture was intact. The device is intended for use to maintain esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors and for occlusion of esophageal fistulae. This was an off label use of the device.